Event description:
It was reported by the customer "during the catheter placement in the PICC outpatient clinic of the hospital, it was found that the groshong catheter extension tube was ruptured." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a leak is inconclusive due to the state of the returned photograph. One photograph of a groshong nxt catheter was returned for evaluation. An initial visual observation of the photograph showed a small segment of a groshong clearvue catheter on the cannula of a proximal groshong nxt connector piece and a distal groshong nxt connector piece (which was unattached) within an open pouch. A small amount of a clear liquid was observed within the pouch as well, near the distal end of the catheter segment. No obvious damage could be seen on the extension leg tubing or the catheter segment. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "during the catheter placement in the PICC outpatient clinic of the hospital, it was found that the groshong catheter extension tube was ruptured. No other information was provided."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.